Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 179 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.